Event description:
It was reported that the patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis event was not reported. On an unreported date, the patient was hospitalized for the suspected peritonitis. On an unreported date, the patient was treated with unspecified antibiotics (dose, frequency, duration and route of administration not reported) for suspected peritonitis. One day prior to the receipt of this report, the patient was discharged from the hospital and was taking unspecified injectable antibiotics (dose, frequency, duration and route of administration not reported). At the time of this report, the outcome of suspected peritonitis was unknown. The action taken with pd therapy was not reported. No additional information was available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.